Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date estimated as it was reported the issue occurred "several" weeks prior without specification of a date. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the passive planar probe was noted to be bent. There was no reported impact on patient outcome. It was later reported that the probe did appear bent to the sterile processing department (spd) manager. No additional information was provided.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was slightly bent. When inserted on a known operational tracker, the unit passed verification with an elevated divot error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.